Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was implanted on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was no longer able to feel stim and they thought the ins depleted. The patient last felt stim about a month prior to the report. Interrogation of the ins prompted an impedance check which showed electrodes 0-7 were > 10,000. The cause of the event was undetermined. The device was reprogrammed on electrodes within normal impedances and the patient said coverage was good. The issue was reported to be resolved. No further complications were reported.